Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary stenting procedure to a denovo, slightly calcified and 95% stenosed lesion in the mid lad, while the device was being inflated the balloon ruptured at 10 atms while the pressure was increasing. Therefore, the stent delivery system was retrieved and the stent was post-dilated with a 3.0x unkmm magna balloon because the implanted stent was not fully expanded. The physician did not feel any friction during delivery of the cypher. The procedure was finished successfully and there was no reported patient injury. The product will not be returned for analysis due to the patient's infectious disease.